Event description:
Home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice (hc) machine during the initial drain cycle of home pt automated peritoneal dialysis (apd) therapy. Reportedly, hp had mis-threaded the pt line of the hc set into transfer set, causing a loose connection. Tsc assisted hp in ending apd therapy early. Per hp's rn, no pt injury or medical intervention was associated with this incident.